Event description:
Customer reportedly received the following results on a aviva ii meter, compared to a professional meter, within 10 minutes: 29 mg/dl (aviva ii) and 169 mg/dl on professional meter. Customer was not feeling totally well after being treated with two packs of 15 grams of liquid glucose and this was added to his pepsi to raise blood sugar. He drank (3) 8 oz glasses of (B)(6). Customer was taken to the hospital where he had a blood glucose reading of 160 mg/dl and was further treated with IV dextrose to raise his blood glucose. Requested return of suspect device for evaluation and replacement was sent.